Event description:
This is another example of bad data form fdb and mckesson paragon. It's the suggested doses of magnesium chloride oral tablets. This occurs when trying to update a patient's home med list. I have forwarded this information to fds and mckesson paragon as well. (B)(4).